Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the severely calcified left main and left anterior descending artery (lad). The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, due to a complex multivessel case, issues with stenting and wiring were encountered. Ivus was done on the left main and lad, but the catheter got caught on stent struts while coming out of the body and got stuck. The device was pulled out with the wire. The procedure was completed with a non-bsc (boston scientific) device. There were no patient complications reported.